Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review, returned photos show a company cartridge with an iol inside advanced to the nozzle tip. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the cartridge became obstructed, ruptured, and blocked the passage of the iol. The surgery was completed by using another lens and cartridge of same model. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The complainant indicates the use of non-company ovd which is not qualified for use with the associated intraocular lens (iol) model. Returned photos show a company cartridge with an iol inside advanced to the nozzle tip. No determination of the reported complaint can be made based on the returned photo and without the evaluation of the physical product. Based on our observation of the attached photos, iol is advanced to the nozzle tip of a company cartridge. No determination of the reported complaint can be made based on the returned photo and without the evaluation of the physical product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.